Event description:
A malfunction on a pump was reported by the caller, potentially due to exposure to extreme temperatures. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.